Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tourniquet tore when it was closed. A second tourniquet from the same manufacturer is also torn. A subsequent announcement of the serial number is not possible because both tourniquets have remained at the place of use. Additional information: the patient had a critical injury with blood loss, after the 2nd mat responder tourniquet tore apart, he was hemostasis with a triangular cloth and spoon (or other object). The patient's condition was critical; current condition unknown.

Event description:
It was reported that the tourniquet tore when it was closed. A second tourniquet from the same manufacturer is also torn. A subsequent announcement of the serial number is not possible because both tourniquets have remained at the place of use. Additional information: the patient had a critical injury with blood loss, after the 2nd mat responder tourniquet tore apart, he was hemostasis with a triangular cloth and spoon (or other object). The patient's condition was critical; current condition unknown.

Manufacturer narrative:
(B)(4). A review of the release documentation showed the reported lot passed all acceptance criteria. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned for evaluation. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.